Event description:
Event description guidant received information that patient implanted with this implantable cardioverter defibrillator (ICD) was not feeling well and went to the hospital. The patient was in ventricular tachycardia under the rate cut off. The physician delivered some anti-tachycardia pacing via a programmer, which accelerated the rhythm into ventricular fibrillation. The ICD either did not deliver a shock or the shock did not convert the patient and external defibrillation was required. The post-shock impedance was noted to be less than 20 ohms indicating a shorted lead condition. The physician explanted the abdominal ICD and capped the transvenous defibrillation lead. A new ICD system was implanted pectorally.